Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion - vancomycin was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that residual fluid remained in the IV bag at the end of infusion, including medications such as vancomycin. According to the report, staff in the medical-surgical unit have observed this issue since the device was upgraded to the new software version. There was patient involvement, but the outcome is unknown.